Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone14.7 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 326 mg/dl while wearing the pod between 24 and 36 hours. Reportedly, the patient woke up to high blood glucose levels in the morning. The patient had just started using the omnipod 5 system and this was their first pod. Afterwards, their blood glucose levels dropped significantly (50s-60s mg/dl). The patient stated that the pink slide did not move forward, however did state that the cannula was inserted into the skin during wear. No treatment was reported.